Event description:
The customer indicated that they were getting a check network error and having trouble connecting monitors to acuity. Welch allyn service evaluated the log files and determined they were having trouble with hard-wired connections, which was confirmed by the customer. Once the terminal server was rebooted, the system worked as expected. This resulted in a temporary inability to centrally monitor patients; however, bedside monitoring was not affected. There was no report of any patient harm as a result of the reported events. Note: the customer did not provide any patients information.

Manufacturer narrative:
Device evaluation is not yet complete. A follow up report will be submitted when the evaluation is complete.